Manufacturer narrative:
Bed in shop for repair. Ground pin loose on power cord - failed electrical test. Replaced hospital grade power plug to resolve this issue.

Event description:
Info received that the powercord failed electrical test. No injury reported.